Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 1266098. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record op# 180 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1266098 for similar events and no other complaint was identified. Review completed utilizing keywords: infection as documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. H3 other text : summary investigation.

Event description:
No further event information is available at the time of this report

Event description:
It was reported the patient had a consult due to pain from implant at tooth site #12. An x-ray was taken and showed the implant was infected; therefore, it was removed, and bone was packed into the area. The area was left to heal for a few months, and then the patient will return to place another implant. The patient could not think of trauma or issues to make implant fail. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.